Event description:
The pt had a pain after discharge. After the discharge, it was found through x-ray picture that the screws used for the distal screw holes of the nail were broken. There is no plan for another surgery at this moment.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Ace lelocle sarl reviewed the device history records for lot dcbb39 and found no discrepancies. A review of the device history records for lot sb2117 found no mfg deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed at this time. Should the product and/or any add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.